Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, this patient is being co-managed with a facility 1 1/2 hours away. Patient has three areas of ingrowth that are being treated with topical steroid drops. Patient will be monitored for possible photo refractive keratectomy (prk) enhancement at a later date. Patient may require additional intervention for ingrowth if no improvement is seen.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported a thin flap on a patient's left eye during a lasik flap procedure. A button hole was noted. Laser did not cut some parts and the corneal epithelium came off. Upon follow up, procedure was not completed on the left eye. A bandage contact lens was placed over the left eye. Patient complains that left eye is very blurry. Patient was unable to make out any letters on the reading chart during post-operative visit.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. During onsite visit, the tm (territory manager) could not duplicate customer reported issue. The tm performed and verified energy output with calibrated meter. All checks are normal. The tm re-calibrated the energy and beam control and performed complete verification to specifications. The pachymetry of the flaps seemed consistent with desired flap thickness. Clinical review shows that the route cause for the thinner flap creation is most likely handling and patient specific anatomy properties. No technical root cause was identified. The root cause could not be determined conclusively. According to information provided the most likely root cause for thin flap is user handling and patient specific anatomy properties. The manufacturer internal reference number is: (B)(4).